Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during advancement, the guidewire came out of the track on the back of the device. Second attempt needed to place line, patient stuck a second time. No immediate complications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the guidewire was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20g powerglide pro device. A gross visual inspection of the returned device found that the slider and guidewire were fully advanced. Looking through the housing, the guidewire and the slider appeared to be coupled. The device housing was then carefully opened, attempting to minimize movement of the components. Upon opening the housing, the guidewire was confirmed to be adequately coupled with the purple slider. The device was then functionally tested by resetting the slider to its starting position and attempting to move the slider and guidewire through their range of motion. Testing found that both components slid up and down without issue. Based on the available evidence, the customer's reported defect could not be confirmed.